Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, it was reported that the home patient (hp) had reused supplies from a previous therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 3 for this event.